Event description:
It was discovered that this pacemaker was unable to be interrogated. Technical services was contacted and provided troubleshooting options. No magnet response was found. Currently, this pacemaker remains in service and no adverse patient effects were reported.